Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported that patient lost therapy as the patient failed to charge the device for a few months . As such, the ipg was unable to communicate with external devices and the ipg was deemed inoperable. To address the issue surgical intervention took place, wherein the ipg was explanted and replaced with a new one. Reportedly effective therapy was restored.